Event description:
User report 20006/26 received that states "during an m teer procedure (interventional mitral valve reconstruction using the edge to edge technique), both mitral valve leaflets were loaded, grasped with the respective grippers, and closed. During deployment after routine performance of the faas (2×), the lock line could not be pulled, so that as an ultima ratio (with presumed good leaflet insertion of aml and pml) the clip was left and deployed in this position. Upon deployment of the clip, it suddenly opened completely and irreversibly went into an inverted position. As a result, the clip was no longer adapted to the pml and was only indirectly adapted to the aml. The clip had to be left in place with the adapted lock line, which extended down to the groin. Subsequently, a second clip was implanted for stabilization in a complex procedure."it was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, the anterior leaflet became entangled with the gripper and gripper line. Troubleshooting maneuvers were performed but were unsuccessful. Consequently, an attempt was made to deploy the clip; however, retraction of the lock line could not be achieved. A decision was made to release the clip, as the lock line was observed to run freely within the clip delivery system (cds).post-deployment, an attempt was made to remove the cds. During this process, the physician inadvertently held the lock line, resulting in clip opening. The clip opening led to single leaflet device attachment (slda) from the posterior leaflet. An additional mitraclip was subsequently implanted to stabilize the first clip. Post-procedure, the mr was reduced to grade 3.on (B)(6) 2026, the patient was reported to be deceased due to sepsis and multiple organ failure. No clinically significant procedural delay was reported.

Manufacturer narrative:
All available information was investigated, and the reported difficulty removing lock line was confirmed via device analysis. Additionally, the lock line was observed to have a knot. The reported entrapment of device, cowl, and slda could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and medical review, the reported entrapment of device was due to procedural circumstances. The reported difficulty removing lock line was likely related to the observed knotted lock line. The observed knotted lock line was likely a result of procedural circumstances. The reported cowl and subsequent slda seem to be related to inadvertent holding of lock line during system removal. The reported patient death was due to multiple organ failure in the context of sepsis. The reported patient effect of patient death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
User report 20006/26 received that states "during an m teer procedure (interventional mitral valve reconstruction using the edge to edge technique), both mitral valve leaflets were loaded, grasped with the respective grippers, and closed. During deployment after routine performance of the faas (2×), the lock line could not be pulled, so that as an ultima ratio (with presumed good leaflet insertion of aml and pml) the clip was left and deployed in this position. Upon deployment of the clip, it suddenly opened completely and irreversibly went into an inverted position. As a result, the clip was no longer adapted to the pml and was only indirectly adapted to the aml. The clip had to be left in place with the adapted lock line, which extended down to the groin. Subsequently, a second clip was implanted for stabilization in a complex procedure." It was reported on 29 april 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, the anterior leaflet became entangled with the gripper and gripper line. Troubleshooting maneuvers were performed but were unsuccessful. Consequently, an attempt was made to deploy the clip; however, retraction of the lock line could not be achieved. A decision was made to release the clip, as the lock line was observed to run freely within the clip delivery system (cds). Post-deployment, an attempt was made to remove the cds. During this process, the physician inadvertently held the lock line, resulting in clip opening. The clip opening led to single leaflet device attachment (slda) from the posterior leaflet. An additional mitraclip was subsequently implanted to stabilize the first clip. Post-procedure, the mr was reduced to grade 3. On an unknown day, the patient was reported to be deceased due to sepsis and multiple organ failure. No clinically significant procedural delay was reported.